Manufacturer narrative:
(B)(4). Implant date: 2003. Concomitant medical products: unknown femoral bushing catalog # unknown lot # unknown, unknown tibial bushing catalog # unknown lot # unknown, unknown yoke catalog # unknown lot # unknown, unknown axel catalog # unknown lot # unknown, unknown locking pin catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because product location is unknown. Multiple MDR reports were filled for this event: 0001825034-2020-01376, 0001825034-2020-01393, 0001825034-2020-01394. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-ray review indicates there is proximal tibial osseous proliferation as described of uncertain clinical significance. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported that the patient underwent an orthopedic salvage procedure. Subsequently, the patient was revised due to limited range of motion. Attempt for further information has been made, but no further information has been provided.